Event description:
The pt suffered an anterior wall, q-wave myocardial infarction (mi). There was no evidence of stent thrombosis. The pt was given lytics and developed angina, post lytics. The event did require re-pci. The pt is a male pt with a bmi of 28.03 kg/m2 was enrolled in the study in 2007 with single vessel disease. The pt's medical history includes previous pci (at target lesion 2000), hypertension and skin rash. The main indication for the intervention was stable angina pectoris. The pt's heart rate at the beginning of the procedure was 96 beats/min. The blood pressure was 133/75 mmhg. The target lesion was a restenotic, in-stent focal lesion of a bare metal stent (brand unk) in the first diagonal branch of the left anterior descending artery (lad). The lesion was located at the bifurcation and required a double guidewire technique. The contour of the vessel was smooth and a readily accessible proximal portion. The lesion was eccentric with mild calcification. There was no thrombus present at the site. The vessel diameter was 2.75 mm and the lesion length was 10 mm. The rate of stenosis was 70%. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 8 atmospheres (atms). A cypher stent was placed in the lesion at 16 atms. The lesion was post-dilated with a 2.75 x 9 mm balloon at 16 atms. There were no complications during the procedure.

Manufacturer narrative:
During a six-month f/u phone call, the pt noted that he has had chest pain ongoing since 2007 with physical activity. The pt underwent a coronary angiogram and the results were normal, all stents open. In 2008, the pt suffered an anterior wall, q-wave myocardial infarction (mi). There was no evidence of stent thrombosis. The pt was treated with lytics but developed angina after taking the lytics. The event did require re-pci. The procedure took place the next day. A kissing balloon technique was used and in the mid lad and a kissing balloon was used in the first diagonal. The event was evaluated and determined to be highly probably related to the cordis stent, and highly probably related to the index procedure. The event was resolved with sequels. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.